Manufacturer narrative:
Product event summary: the full lead was received, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the tined lead did not stay in the apex of the heart. Due to the patient's low heart rate the physician chose to abandon the tined lead and implant a fixed right ventricular (rv) lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.